Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. She changed the entire infusion set. The alarm was resolved with an infusion set and reservoir change. Customer's blood glucose level was 465 mg/dl. The customer treated her blood glucose level with an entire infusion set change and a bolus. The device was not returned.